Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this issue. There was no information provided about whether the malfunction affected the customer's blood glucose level. Technical support provided guidance on resetting the pump, which resolved the malfunction as it did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.